Event description:
It was reported to a company representative that a vns patient passed away. An online obituary provided that the patient passed away suddenly at his place of residence. Follow-up to the funeral home where services were performed revealed the cause of death was complications of cerebral palsy and epilepsy. An estimate of battery life calculation using the manufacturer¿s in-house programming history database predicted the device was expected to be delivering therapy at the time of the patient¿s passing. Additional relevant information has not been received to-date.